Event description:
New information received notes that the noise over-sensing had caused pacing inhibition on the right ventricular lead as well.

Event description:
It was reported via hospital implant registration that the patient presented in clinic for right ventricular revision due to syncope caused by noise over-sensing. The rv lead was capped and replaced on (B)(6) 2024. Further information was requested but not received.